Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported experiencing elevated blood glucose of 345 mg/dl. Symptoms of elevated blood glucose are thirst and frequent urination. She stated that there was a large air bubble in the insulin cartridge and she believes this may have contributed to the elevated blood glucose reading. She was able to prime the air bubble from the system and she bolused 5 units of insulin to lower her blood glucose. Her normal blood glucose range is 80-150 mg/dl. She stated that she allows insulin to reach room temperature before use and she attaches the infusion tubing and adapter to the cartridge prior to insertion into the infusion device. Upon follow up five days later, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.